Manufacturer narrative:
No probe sample was returned for evaluation and no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the product "burst" during a procedure. Additional information was requested; however, none has been received to date.